Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as "presence of cockroaches in the machine." The patient was hospitalized for the event. Patient outcome was unknown. The treatment and action taken with pd therapy were not reported. No additional information is available.